Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error code occurred during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the tamper seals broken; the connector was also cracked. There was no evidence of the error recorded in the event history log. The reported problem was duplicated.the investigation found a piece of cracked case lodged in the optical switch flag, which was shown to be the cause of the reported problem. For corrective action, the piece of cracked case was removed and the rear housing replaced. The root cause of the problem was traced to user interface. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4) . Product is beyond 15 years from manufacture date of 2007-08 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.